Manufacturer narrative:
(B)(4). Evaluation summary: a visual and functional inspection was performed on the returned device. The reported unstable stent was confirmed; however, the reported inflation issue could not be confirmed as the returned balloon was able to be inflated without issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported inflation issue; however, the reported unstable stent appears to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day report, the following information was received: upon removal from the patient anatomy, the stent was noted to be almost completely separated from the balloon, but remained on the delivery system catheter. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the mildly tortuous, non-calcified, circumflex artery, the 3.5 x 18 mm multi-link vision stent could not inflate at the lesion. The device was removed and a different stent implanted in the procedure without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.